Manufacturer narrative:
It has been reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted due to sui and hypermobility of urethra.

Manufacturer narrative:
(B)(4) - dyspareunia.

Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2009. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that patient underwent mesh revision/removal on (B)(6) 2012 due to pelvic pain, dyspareunia, and mixed urinary incontinence. No additional information provided.